Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported hospitalization due to high blood glucose. The current blood glucose reading is 450 mg/dl. Customer is irritable. Customer treated with manual injection. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was feeling ill, stomach cramps and vomiting. Hospital treated with IV and manual injection. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.